Event description:
Critically ill patient with acute necrotizing pancreatitis and long-standing rectal tube developed acute onset gi hemorrhage with hypotension. No active bleeding seen on angiography, underwent egd and colonoscopy in angiography suite, which showed rectal ulceration with profuse bleeding at approximately 3cm from the anal verge. Could not be controlled endoscopically. He remained hemodynamically unstable with ongoing transfusion requirement. After discussing further invasive treatment plans, family transitioned to comfort measures. Only plausible source of bleeding is ulceration from rectal tube. Approximately 4 days later, the surgeon expressed concern regarding the tube and recommended reporting to the FDA.